Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the auto-test / electrode / plate test. The device was evaluated remotely. Based on the results of the analysis, it was determined that the device has malfunctioned and the cause was due to a component failure. The root cause of which could not be determined. The issue was resolved with the replacement of the capacitor and the device was returned to full functionality. The device remains at the customer¿s site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the auto-test. There was no reported patient involvement.